Event description:
The following has been reported: air bubble in norepinephrine line, ne .6 mcg per kg per min. Pump alarming, unable to clear bubble. Had to remove line from pump. Sbp drifting down code blue called (systolic blood pressure; drop in sbp). 50/30 dr arriving giving 1 mg epinephrine. Sbp rising. Bubbles cleared, ne line restarted and titrated up as the spb began drifting down to 150. A second ne started and running for a total of .6 ne kg min. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.